Manufacturer narrative:
We have received the device for evaluation. We have confirmed the reported incident. We discovered that most of the proximal ligature had slipped from its original location. As a result, the threads were covering the inflation hole preventing the balloon from deflating. The surgeon told us that he had difficulty while inserting the catheter near the lesion area and had to push the shaft of the catheter several times in order for the balloon to pass the occluded area. It is possible that the surgeon pushed the catheter shaft too hard causing the ligature to slip from its position. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this incident. All qc tests passed their requirements. Moreover, we have not received any other complaint a of similar nature for devices from this lot. We do perform a periodic pull test on these devices to ensure that the ligatures are strong enough and are properly binding to the shaft. All of the units that were built around the timeframe when this unit was built had passed the pull test. We have also opened a corrective action to investigate this issue. There was no injury to the patient nor any complication that occured as the result of this incident. The operation was completed successfully using different unit of single lumen catheter in stock.

Event description:
During treatment of acute arterial occlusion of the leg, catheter was inserted towards the popliteal artery near the groin area. While inserting the catheter, the surgeon experienced a strong resistance near the lesion area. To pass through the occluded area, the catheter shaft was pushed several times. When the physician tried to inflate the balloon, he felt a leakage in the balloon. So, the catheter was removed from the vessel. He then noticed that the balloon has partially deflated.